Manufacturer narrative:
The device was returned for analysis however, the suture was not returned; therefore, the reported suture break was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It was reported that the suture broke after the non-rail end suture was pulled with too much power. It should be noted that the electronic perclose prostyle instructions for use states: to prevent suture breakage, always pull on the suture limbs with slow consistent increasing tension. Avoid quick or jerky type movements with the suture limbs. The reported suture break appears to be related to the reported force applied while pulling the non-rail end suture. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that suture placement in the right common femoral artery was done with two prostyle devices using the pre-close technique via a 6f sheath hole prior to a percutaneous transluminal angioplasty (pta) interventional procedure. The sheath was upsized to a 14f and the pta was completed. Reportedly post procedure, the suture broke after the non-rail end of the suture was pulled with too much power. The remaining preplaced suture was used to successfully achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Medical device problem code 2017 excessive force. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.